Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6).  This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of a lesion in the superficial femoral artery with 100% stenosis, there was resistance during insertion with a saber pta catheter and the a non cordis guiding sheath and the balloon ruptured. Therefore, it was replaced with a new saber pta (6x100). The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis.  The patient¿s vessel level of tortuousness and calcification was unknown. The lesion was a chronic total occlusion (cto).  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device also prepped normally.  Additional procedural details were requested but are unknown.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of a lesion in the superficial femoral artery with 100% stenosis, there was resistance during insertion with a saber pta catheter and the non cordis guiding sheath and the balloon ruptured. Therefore, it was replaced with a new saber pta (6x100). The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. The patient¿s vessel level of tortuousness and calcification was unknown. The lesion was a chronic total occlusion (cto). There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device also prepped normally. Additional procedural details were requested but are unknown. A non-sterile saber rx 6mmx15cm 155cm catheter was received coiled inside of a plastic bag. The balloon was received deflated and appears to have been inflated. No anomalies were observed on the received unit. Leak test was performed, and a leakage was observed in the balloon¿s middle section. Sem analysis was performed to the received unit and results showed the leakage was caused by a rupture on the balloon¿s middle section. The external surface of the balloon presented evidence of abrasions and scratch marks near the balloon rupture. It¿s very likely that the same factors that caused the abrasions and scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface did not presented any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17562458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of balloon leak found could not be conclusively determined. Based on the limited information available for review, vessel characteristics (100% stenosis) and procedural factors (resistance during insertion) may have contributed to the reported burst as evidenced by abrasions and scratch marks noted during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ also provided in the IFU, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process. Therefore, no corrective/preventive action will be taken at this time.